Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no blank display anomaly noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 10mmol/l. The customer was explained the possible causes of the alarm. Customer was advised to insert a new alkaline battery and display did not return. Customer was asked to remove the battery for 10 minutes and display did not return. The customer was advised that we are sending replacement pump.